Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1-s1 thoraco-l umbar arthrodesis for an indication of neurological spine deformity. It was reported that there was a removal of the right s1 screw by applying the rod which resulted in extension of the operating time. The event resolved without sequelae. The spine was very stiff, despite osteotomies, the reduction was done by applying force, which resulted in s1 screw breaking off. The removal of s1 screw was performed and as change of s1 screw of 6.5mm for screw of 7.5mm and addition of iliac screws which was not planned, the operating time was extended. There were no patient symptoms reported. There were no further complications reported regarding the event.